Event description:
As reported by the sales rep per the user facility. Primed tubing to give chemo and started leaking from y site. Additional info provided by the facility indicated a chemo leak did occur, however, the chemo did not come in contact with the pt. No one suffered any adverse sequela associated with the reported incident. The lot number remains unk.

Manufacturer narrative:
The actual i.v. Set reported in the incident was returned to the MFR to be evaluated. A lot number was not reported. Without a lot number a thorough investigation could not be performed. No visual mfg defects were noted. The set was physically air tested for leakage per specification. There were no leaks noted on the set. The sample was then spiked and primed with normal saline. The piggy back test was performed per specification and there was no back flow of fluid into the primary bag. The set was hung for 24 hrs and a very slow leak was noted at the sonic weld on the proximal ultrasite valve. This investigation is ongoing. If any additional pertinent info becomes available a follow-up report will be filed.